Event description:
The customer stated that he tested his blood glucose using his contour meter and received a reading of "hi". He then took insulin based on the reading. The customer stated that his blood glucose readings over the next 5-6 hours were 340, 236, and 118 mg/dl. Sometime later, the customer was found unconscious on his kitchen floor. Paramedics were called, and they tested the customer's glucose at 22 mg/dl using their meter. The customer's glucose was retested within 5 mins using his contour meter and the reading was 140 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer declined to troubleshoot. His test strips and meter were returned for evaluation. Replacement products were sent to the customer.